Manufacturer narrative:
The t:slim user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was 581mg/dl and a manual injection was administered to address the bg level. The contact performed troubleshooting on their own prior to contacting tandem technical support (cts) and found the occlusion to be within the infusion set tubing. A new infusion set tubing was loaded and a correction bolus was successfully delivered. Reportedly, the customer had been using apidra insulin in the cartridge. Cts informed the contact that apidra is contraindicated for use with the pump. Tandem technical support attempted to follow up with the contact multiple times to ensure their bg level decreased; however, no response was received.